Manufacturer narrative:
Description of event or problem and evaluation codes: an update was made to reflect most accurate information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a surge in stimulation and audible ringing in his ears. The rep ran impedances and provided the results in the attached form. The rep stated the patient stated that when group b turns on it felt like stimulation got higher and then it was unbearable and before when he attempted to decrease it turned off completely. Group b had active electrodes of 3, 5, 9, 10. The rep will try alternate programming options. No further complications were reported/anticipated.

Manufacturer narrative:
High impedances related to patient¿s leads previously reported in manufacturer¿s report # 3004209178-2013-11250. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing some changes in stimulation. Rep reported high values on many electrodes. The rep stated the patient stated that when group b turns on it felt like stimulation got higher and then it was unbearable and before when he attempted to decrease it turned off completely. Group b had active electrodes of 3, 5, 9, 10. The rep will try alternate programming options. The rep indicated the impedances were high for as long as she has worked with the patient. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that the impedance issue had been going on for quite some time. The rep stated that the earliest noted entry of impedance issues was noted in (B)(4) of 2017 where 3 electrodes were reported to be out of range (oor). Rep reported that the patient has worked with other reps in the past, possibly on the same issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported the patient experienced a surge in stimulation and audible ringing in his ears. The rep ran impedances and provided the results in the attached form. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the cause was not determined. The rep ran impedance check and found multiple closed circuits and programmed on the open circuits only. Issue has resolved.